Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was admitted in hospital on (B)(6) 2020 due to hyperglycemia. Blood glucose value was 430 mg/dl. Customer treated with intravenous insulin. The customer did experienced the symptoms such as nausea vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege under delivery. The insulin pump will be returned for analysis.